Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. Two pictures were provided for review. Based on the image evaluation, the reported issue with the tubing was confirmed. The pictures showed a vamp adult system. Blood stains and residues were visible on the inside and outside of vamp system. Tubing appeared to be detached from reservoir. The manufacturing records were reviewed for the two possible lots and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the investigation performed, no specific root cause was identified. There are manufacturing controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during use in patient with this pressure monitoring set with vamp, the tubing got loose (detached) from the reservoir. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The customer did not know which lot number was used; nevertheless, they provided two potential lot numbers (65552542 or 65165156). The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.